Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped and had blank display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer did not call back after receiving a new battery cap. Customer states that the insulin pump had cracks on the top reservoir lip. Customer states that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.